Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the connection between a maxzero and a non-carefusion/bd trifuse during an unspecified infusion. The trifuse and maxzero were replaced and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed, but only when the maxzeros were not completely fastened.visual inspection of the non-bd extension set and the maxzero connectors noted no defects or damage. Tactile examination found that the maxzero connectors were not completely fastened onto the extension set luers when received.functional and pressure testing was performed; no leaks were observed.the root cause of the customer¿s report of a leak was not identified as the leak was only replicated when the maxzero connector was not completely fastened.